Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was unknown at the time of incident. Customer stated that they changed the batteries multiple times but the insulin pump still does not power up. The insulin pump will not be returned for analysis.